Manufacturer narrative:
Patient initials: (B)(6). Race and ethnicity: white male. Admitting diagnosis: abdominal pain.

Event description:
It was reported that the an total parenteral nutrition (tpn) 3l was programmed to run 115ml per hour for 24 hours at 22:00 on (B)(6) 2020. When the nurse went to check on the patient at 07:00 the next day, the bag was empty. The event occurred in the pediatrics unit. There was no patient harm.

Event description:
It was reported that the an total parenteral nutrition (tpn) 3l was programmed to run 115ml per hour for 24 hours at 22:00 on (B)(6) 2020. When the nurse went to check on the patient at 07:00 the next day, the bag was empty. The event occurred in the pediatrics unit. There was no patient harm.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of an over infusion of tpn was not replicated during testing. Based on log analysis results, the reported tpn infusion was started on (B)(6) 2020 at 10:41 pm and channeled off at 11:51 pm after a patient side occlusion alarm. The user restores and restarts the infusion at 1:37 am on (B)(6) 2020 and the user channels off the pump after an air in line alarm at 7:19:21 am, ending the infusion on (B)(6) 2020. The total pvi was recorded as 771.732ml. Test results from the over infusion test method performed on the source device, consisting of a 1-hour rate accuracy test, demonstrated the pump module operating in specification. Results from the administration set¿s silicone segment measurements found the set within specifications. Device inspection: an external and internal inspection of the customer¿s pump module observed the door latch spring not properly installed, showing the legs overextending. However, the observations did not appear to affect the functionality of the door latch. The bezel lower left hinge shroud was cracked. The front top left area of the bezel was broken off. The front top left corner of the rear case was broken. The top right area showed evidence of an impact dent. The front lower right corner was also broken. The male and female iui showed signs of corrosion on several contact pins. The bottom front area of the rear case and adjacent bezel area showed dried fluid ingress. There were no other obvious issues or anomalies were identified with the source device during the internal inspection. Customer¿s returned used bd primary administration set (model 2432-0007) was received with fluid residue. Returned set showed no cracks, tears, or stress marks. However, the incident administration set was blocking fluid from flowing possibly due to dried tpn. Root cause analysis: the root cause of the customer¿s experience with an over infusion was not determined during the investigation. The customer returned pump module demonstrated to be performing as intended and in specification. Device history review: a review of the device history record showed the device had a manufacture date of 11nov2010. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received for evaluation.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the total parenteral nutrition (tpn) 3l was programmed to run 115ml per hour for 24 hours at 22:00 on (B)(6) 2020. When the nurse went to check on the patient at 07:00 the next day, the bag was empty. The event occurred in the pediatrics unit. There was no patient harm.